Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited myopotential over-sensing. No intervention was performed. Patient condition was stable.